Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home on (B)(6) 2017 when there was a low flow alarm on their ventricular assist device (vad), accompanied by or in very close proximity to left arm weakness and a twitching of the left side of the mouth. This lasted for approximately 30 minutes. Ambulance was called who took the patient to the closest hospital. A head computerized tomography (CT) scan done there was negative. Symptoms had resolved by then, but the patient was transferred to another hospital for further work up. At this facility, the patient was seen by neurology, who agreed CT of head and neck were negative. The physician thought this was a hypoperfusion-caused transient ischemic attack (tia). A follow up CT scan was completed on (B)(6) 2017 that again showed no acute injury but did show an old possible lacunar infarct in the right basal ganglia. The patient remained without symptoms, though low flows were recorded while hospitalized. Vad was interrogated and was showing multiple suction wave forms and low flows, so speed of pump was decreased to 2800 with improved waveforms. Patient did not have any low flows overnight after speed change and no dizziness. Increased fluid intake was encouraged, and the patient was discharged on (B)(6) 2017. Eeg was also completed on (B)(6) 2017 which was normal. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that on (B)(6) 2016 the patient developed a sudden onset of left facial droop and left hand numbness/weakness which caused them to drop a cup that they were holding. Stat CT of the head without contrast showed no acute intracranial pathology. International normalized ratio (inr) was 1.9 and the patient was started on heparin drip. Computed tomography angiography (cta) of the head showed anomalous branching of the circle of willis and vertebrobasilar junction. No embolus, vascular cut-off, or significant stenosis was appreciated within the cerebrovascular circulation. No aneurysms, hypervascular lesions, or evidence to suggest av shunting. The patient¿s clinical presentation/history was suggestive of tia ¿happened at the same time as low flow alarm, so most likely due to cerebral hypoperfusion from hypovolemia. Inr was 2.36. Aspirin (asa) was continued. On (B)(6) 2016 the patient had no residual symptoms. Inr was 2.34. The patient was continued on asa/statin. On (B)(6) 2016, the patient was discharged home in good condition. Inr was 1.78.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flows" could not be confirmed via log analysis since log files covering the event date were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kinked outflow graft, inappropriate pump rotational speed, suction or poor vad filling. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.